Event description:
Complainant alleged that the device was unable to select energy level. Complainant indicated that there was no pt involvement.

Manufacturer narrative:
Zoll medical corp has not received the product and will be providing a follow-up report when our investigation is completed.